Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects it states, "material sensitivity reactions", "inadequate range of motion due to improper selection or positioning of components", "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity", "intraoperative or postoperative bone fracture and/or postoperative pain", and "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01954 & 2015-00894).

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty (B)(6) 2004. Subsequently, patient underwent a revision (B)(6) 2007 due to alleged pain, dysfunction, loss of range of motion, and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information was received in patient¿s medical records indicating patient underwent a left total hip arthroplasty on (B)(6) 1999 with competitor components and a right total hip arthroplasty on (B)(6) 2004. An operative report dated (B)(6) 2007 notes that patient underwent a right hip revision procedure due to pain and aseptic loosening of the acetabular cup. The operative report further notes clear fluid containing white-like particles, mild metallosis, and abrasions on the medial neck of the stem. The modular head and acetabular cup were removed and replaced with a biomet head and competitor acetabular components.